Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that helium loss alarms were experienced during use of the involved iab. As a result, the catheter and pump were exchanged. The clinicians determined that there was a hole in the iab bifurcation. Bubbles were observed after water was placed over the site. Refer to MDR #1219856-2007-00086 for second event involving this pt.